Event description:
(B)(4). Consistent left-sided pelvic pain beginning 24 months after the placement of essure. Tests included blood tests, ultrasounds and CT imaging. No pre-existing condition at the time of the onset of pain. Pain is now considered chronic and has persisted for 8+ years.